Manufacturer narrative:
The device has been returned/received to date however investigation is not yet complete. Once the investigation has been completed, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented at the emergency room on (B)(6) 2026 and was diagnosed with diabetic ketoacidosis and admitted. The patient reported experiencing symptoms of nausea and shortness of breath as well as redness and swelling around the cannula site. The patient was moved to the intensive care unit when her blood glucose levels reached over 600mg/dl. At this point the pod was removed and it was discovered that the cannula was bent, the patient reports that the cannula was not inserted into her body. The patient was treated with an insulin drip. The patient was released the following day (B)(6) 2026.

Manufacturer narrative:
Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Inspection of the device found no damages or defects that would contribute to skin swelling. The cause of the reported skin condition swelling event could not be determined.